Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new patients and new medication orders were not crossing over from the epic electronic health record to the station system. Critical override was enabled for profile mode pyxis machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) investigated the reported issue where new medication orders were not crossing to any stations. Verification confirmed that interface messages were successfully crossing the server and that interface communication was functioning as expected with no errors identified. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist (tss) investigated the device.